Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) is showing communication loss for monitored device(s) for about 2-10 seconds at a time. No patient(s) were harmed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: on 08/05/2021: emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: on 08/18/2021: emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: on 08/20/2021: emailed the customer via microsoft outlook for patient information: reply was received but no patient demographics were provided. Additional device information: concomitant medical products: concomitant medical device: the following device(s) were in use in conjunction with the org: central nurse's station: model #: pu-681ra. Serial #: (B)(4). Device manufacturer data: 09/10/2018. Unique identifier (UDI) #: (B)(4). Transmitter: model #: zm-520pa. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) is showing communication loss for monitored device(s) for about 2-10 seconds at a time. No patient(s) were harmed.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multiple patient receiver (org) is showing communication loss for monitored device(s) for about 2-10 seconds at a time. No patient(s) were harmed. Service requested: biomedical engineer stated that their telemetry system is old and had to upgrade their wmts system. Nihon kohden technician came on site and upgraded their system. Investigation summary: with the information available it is reasonable to determine root cause to be environment (facility network). It is most likely older tele system units at the end of service with components that need to be replaced. Review of the serial number history show no reoccurrence of reported issue.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) is showing communication loss for monitored device(s) for about 2-10 seconds at a time. No patient(s) were harmed.